Event description:
It was reported that the "up", "down", and "ok" buttons are unresponsive.

Manufacturer narrative:
(B)(4): evaluation revealed that the rubber keypad was intact. Evaluation revealed that the ok and up buttons were intermittently unresponsive and the down and contrast buttons responded appropriately. There was evidence of contamination found under all of the contact buttons. Unrelated to the complaint, evaluation revealed a dim/fading display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Serial number: the serial number for this device was originally reported as (B)(4). The correct serial number for this device is (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).